Event description:
It was reported that the patient experienced recurrent low blood glucose after dinner and again early in the morning while using the ilet system, with appropriate meal announcements described and lows treated with an 8 oz apple juice; the cause was unclear and insufficient device-specific information was available. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.